Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, the field representative noticed that the remaining longevity for this pacemaker was 2.5 years. The device had been implanted for almost six months, so the battery depletion appeared too fast for this device. Normal pacing impedance measurements were noted; however, the threshold measurements were not provided. The patient was sent home and another follow-up was scheduled for three months. The physician and the patient did not make an allegation against the device longevity. No adverse patient effects were reported.